Manufacturer narrative:
A philips field service engineer (fse) went onsite. The problem could be replicated on site by observing the spo2 failure. It was noted there were no error codes for this issue. The cause was found to be with the sensor, and not the monitor. They changed to a new sensor, and it was okay. No other steps were required to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty spo2 sensor. The reported problem was confirmed. The customer used a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating that there was an spo2 failure. The device was in clinical use and the problem happened during spo2 measurement and occurred continuously with no accessories used. There was no adverse event or patient harm reported; the patient was moved to another device for spo2 measurement.